Event description:
When removing the stent delivery sys (sds) from the pt over the guidewire, the inner lumen of the sds separated from the catheter in the sheath introducer. The inner lumen was retrieved from the pt over the guidewire. The age and gender of the pt is unk. The target vessel was the left common iliac artery. The vessel was described as lightly calcified and not tortuous. The rate of stenosis was 70%. The device was properly inspected and prepped prior to use. The physician made access to the pt in the left common iliac artery and directly stented the lesion without difficulty. When removing the sds, there was resistance. The physician commented that the tip of the catheter did not move when he began pulling the device out of the pt through the sheath. The inner lumen remained on the guidewire, so the physician was able to retrieve the device in its entirety. A balloon was inserted to post-dilate the stent and the procedure was successfully completed. There was not reported injury to the pt.

Manufacturer narrative:
The prod is available for eval and testing; however, it has not been rec'd to date (which is indicated as "other"). Add'l info will be submitted within 30 days of receipt.